Event description:
It was reported that the administration tubing of a small volume infusor was damaged. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between may 15-16, 2024. The device was received for evaluation. Visual inspection on the sample via the naked eye noted the customer had placed a piece of tape on the tubing and the tape had a black arrow pointed on the tubing. Using a 2x magnifier, the area where the black arrow pointed on the tubing was examined, but the area showed no evidence of damage, defect or particulate matter on or in the tubing. Inspection on the entire tubing line also showed no evidence of damage, defect or particulate matter on or in the entire tubing line. No evidence of damage or defect was observed from the tubing of the infusor sample. Based on the evaluation result, the infusor sample was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.